Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 138.0 cm from the proximal end and multiple locations throughout its length. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly and undamaged. Conclusions: evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, resistance was encountered while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock, and the smart coil could not be advanced at all. Evaluation of the second returned ruby coil lp confirmed multiple kinks in the pusher assembly and revealed that the pusher assembly was fractured. If the ruby coil is forcefully advanced against resistance, damage such as a kink and subsequent fracture may result. Based on the returned condition of the ruby coil lp, the root cause of resistance could not be determined. The distal fractured segment to the ruby coil lp was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01999.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance from the starting position within its introducer sheath. Subsequently, the physician noticed the pusher assembly of the ruby coil lp was kinked and, therefore, it was removed. The physician attempted to advance a new ruby coil lp; however, the same issue occurred, and the pusher assembly of the ruby coil lp was kinked. Therefore, it was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.